Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a left ventricular assist device (lvad) and that signal started to become oversensed on the right ventricular (rv) channel. In addition, this rv lead exhibited a change in pace impedances. Before the lvad, the impedances were consistent at 450 ohms, but there was one spike to 910 ohms. After the lvad, the impedances dropped to around 300 ohms. Amplitudes also decreased from around 16 mv to 1.5-3 mv. The rv lead was repositioned successfully. Both products remain in service. No additional adverse patient effects were reported.